Event description:
Pump alarming air in line; when chamber opened to investigate, it was noted that a hole was present in the flexible tubing. Rn stated that tubing was in chamber correctly and was not pulled. Infusion discontinued until new fluids were available.